Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The cartridge reportedly was not detected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box revealed two errors, alarms and warnings. There was multiple ¿163 cartridge not detected¿ warnings during a load/step attempt on 08/15/2014. During evaluation, the pump was unable to successfully complete the load step function. During a ¿load¿ step attempt, the motor continued to drive until the limit was reached and a ¿cartridge not detected¿ message was displayed. The pump failed the force calibration and the force sensor resistance. The pump case was removed and the force sensor pins were found to be seated and the solder connections were intact. The pump was disassembled; there was no evidence of contamination found in the force sensor housing or force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.